Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and meshes were implanted on (B)(6) 2009. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted, concurrently with a cystoscopy s/p catheter placement and posterior repair due to stage ii vaginal wall prolapse, stage I apical prolapse and stage I posterior wall prolapse and sui. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence. It was reported that patient underwent advantage implantation on (B)(6) 2009 due to sui. No additional information was problem. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.